Event description:
A 14x14 applicator fell on a pt during gantry rotation. The locking latch may have failed and there was no warning buzzer.

Manufacturer narrative:
The investigation into this situation is on-going at this time. Once the investigation has been completed, more details and a conclusion will be provided.